Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they opened the kit the jaw on the vasoview hemopro 2 was bent and destroyed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product was never used on a patient.